Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information currently available, it is unknown whether the device may have caused or contributed to the event. The patient has multiple comorbidities including obesity, depression, chronic pain and past medical history includes several abdominal surgeries. The patient was seen in multiple office visits with complaints of pain after implant of the bard mesh. The surgeon indicated no evidence of complications from the implant surgery; however, due to the pain patient experienced, the mesh was explanted. Additionally, no product has been returned. No conclusion can be drawn at this time.

Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2004 - patient underwent repair of an incarcerated incisional hernia with a composix kugel mesh. (B)(6) 2004 - office visit: patient complains of discomfort perceived to be in the periphery of the mesh. (B)(6) 2004 - office visit: patient complaints of pain in the lower abdomen. (B)(6) 2004 - explant of composix kugel mesh. No evidence of recurrent herniation, mesh appeared to be nicely fixed to the anterior abdominal wall. There were no other defects.